Event description:
Pt receiving evening peritoneal dialysis. Nurse noted that, despite the drain clamp being completely closed there was dripping from the drain line from the drainage bag. As a result, fluid leaked on the floor. FDA safety report ID# (B)(4).